Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and a leak from the administrative port was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 27-28, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and the reported issue of leakage was identified on the tpn product, however the exact location or area of the port leak was not identified. The leak was likely due to a port area bonding defect on the administration spike port. The reported condition was verified. The cause of the issue could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the either the administration spike port tube when it was inserted into the port area(s) during the manufacturing process causing an incorrect bonding, most likely due to variation in the manufacturing equipment causing a port bonding area defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethylene vinyl acetate) bag was leaking from the membrane port. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.